Event description:
The customer returned the device for inspection. An evaluation of the returned device revealed presence of foreign material inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. No any foreign material was adhered to the scope. There was no delay to start of pre-cleaning. The water and air was aspirated through the air/water nozzle. There were no problems with accessories used for reprocessing. The air/water nozzle was brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. There were few additional findings during device evaluation. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The bending section cover had a scratch. Adhesive on bending section cover was chipped and had white-clouded area. Due to a dent on channel tube, forceps cannot be inserted smoothly. Adhesive around light guide lens was peeled. Connecting tube had buckling and had a dent. Paint on air/water-cylinder and suction cylinder was peeled. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.